Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Customer received an alarm, and subsequently received the pump indicated a data log corruption. In addition, it was reported the pump did not charge when plugged into a power source. Customer's blood glucose level was 192 mg/dl. Customer had an alternate method for insulin therapy.